Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl after customer entered the incorrect number of carbs while calculating a food bolus. Customer consumed glucose tablets and drank juice to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Per the tandem user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.